Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic gel neonatal pad had issue with where the ECMO circuit was placed on a patient being cooled but the circuit was set to body temperature creating a competition between the two devices resulting in some low temperatures on the blanket and skin injury. Per follow up information received via phone on 01nov2024, it was reported that the pads had been disposed of. Nurse educator and md assessed event and determined this was a user related issue. They noted the two devices, ECMO and arctic sun, were not working compatibly and caused the device to excessively cool the patient leading to skin injury. They denied any medical intervention. The skin was observed, and redness went away on its own.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic gel neonatal pad had issue with where the ECMO circuit was placed on a patient being cooled but the circuit was set to body temperature creating a competition between the two devices resulting in some low temperatures on the blanket and skin injury.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: f, h . UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic gel neonatal pad had issue with where the ECMO circuit was placed on a patient being cooled but the circuit was set to body temperature creating a competition between the two devices resulting in some low temperatures on the blanket and skin injury.

Event description:
It was reported that the arctic gel neonatal pad had issue with where the ECMO circuit was placed on a patient being cooled but the circuit was set to body temperature creating a competition between the two devices resulting in some low temperatures on the blanket and skin injury. Per follow up information received via phone on 01nov2024, it was reported that the pads had been disposed of. Nurse educator and md assessed event and determined this was a user related issue. They noted the two devices, ECMO and arctic sun, were not working compatibly and caused the device to excessively cool the patient leading to skin injury. They denied any medical intervention. The skin was observed, and redness went away on its own.

Manufacturer narrative:
This supplemental MDR is being submitted as a correction to the manufacturer's date previously submitted. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.